Manufacturer narrative:
The insulin pump alarmed after battery change due to voltage leak on the interface board. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No a17 alarm noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 425mg/dl. The customer states they treated with manual injection. The customer states they received unexpected restart alarm and external ram crc error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.